Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the pipeline did not jump during initial deployment. However, the pushwire jumped forward during recapturing when the pipeline stent slipped off the bumper. The tip of the catheter was pulled back during deployment per usual procedure process. It was noted that the physician was very experienced in this type of procedure. The pushwire was not rotated or pulled back at any point during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline that had difficult positioning and movement during deployment. The patient was undergoing a procedure for flow diverter implantation to treat a recurring previously coiled unruptured saccular aneurysm of the right internal carotid, posterior communicating artery. The aneurysm max diameter was 7mm and the neck diameter was 4mm. Vessel tortuosity was severe. It was reported that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). The physician began to deploy the pipeline at the junction with the anterior communicating artery (aca) but during deployment, the pipeline slipped back to a suboptimal position. The physician attempt to reposition the pipeline by recapturing it with the microcatheter. However, the pipeline slipped off its bumper during the maneuver and had to be fully deployed in the suboptimal position and did not fully cover the aneurysm. A second pipeline was then successfully inserted through the first pipeline. There was no harm or injury to the patient. Post-procedure angiographic imaging showed good results. Ancillary device: phenom27 microcatheter.